Event description:
Ri blood center rn giving sickle cell blood exchange. Machine continued to indicate error with line. 4-way stopcock line unable to clear air bubbles. Line changed and issue resolved. Ri blood center rn indicated that this same issue has happened x4 in the recent past. In addition, rn indicated along with air in line, 4-way stop cocks have also leaked at times.